Manufacturer narrative:
(B)(6).

Event description:
During the use of the product, the customer noticed medical fluid leaked from the extension tube filter. They requested us to let them know the root cause of the incident and no patient injury was associated with this incident.